Event description:
Subsequent to the initial medwatch report, device analysis revealed that the device is a balance middleweight universal ii guide wire.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the coils, which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm the core and shaping ribbon were intact. The analysis confirmed the reported guide wire separation as the core had separated at the proximal end of the hypotube. There was a core extending out of the hypotube. There were offset and overlapped tip coils, 8 mm proximal to the tip ball for a length of .5 mm and 1.8 cm proximal to the tip ball. There were flattened tip coils 1.2 cm proximal to the tip ball for a length of 1.5 mm. There were stretched tip coils 1.6 cm proximal to the tip ball for a length of .5 mm. Scanning electron microscope (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. It was noted that there was core extending out of the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within the vessel or another device in order to create the required forces to cause a separation. In this case, it was reported that during removal, the guide wire was caught in the vessel that could have contributed to the guide wire separation. Guide wires are fragile and it is possible that during removal of the wire, a bend could occur that would later fracture. Although it was reported that the entire guide wire was successfully snared, the guide wire becoming caught in the vessel was likely the result of the reported guide wire separation. To ensure that this type of guide wire separation does not occur as a result of a product quality deficiency, manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser and performs a non-destructive hypotube junction pull test. Additionally, quality control performs on line reliability testing to verify product quality. The reported guide wire separation and difficult to remove appears to be related to operational context of the procedure but there is no indication of a product quality deficiency. Manufacturing inspect 100% of the guide wire tips after they are loaded into the dispenser and performs a non-destructive hypotube junction pull test. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during the procedure in the coronary sinus, while pulling back the balance middleweight guide wire, the wire separated and became caught in the vessel. The entire guide wire was successfully snared and the procedure was completed successfully using a whisper guide wire. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.